Manufacturer narrative:
The complainant reported that the device will not be returned to boston scientific corporation, as it is being retained by the facility. The device history records for this lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints for lot number 9542966. The review confirms that the lot met all material, assembly and performance specifications. A similar complaint review established that there have been no previous similar complaints reported for lot number 9542966. We are unable at this time to confirm the reported renegade catheter failure. The august 2007 15-month renegade 18 otw catheter product family complaint trend report was reviewed; no unfavorable trend was noted.

Event description:
The complainant reported that the clinician attempted to perform a therapeutic arteriovenous malformation (avm) coil embolization procedure on a female patient. During the procedure, 10cm of the synchro guidewire's distal tip became dislodged from the catheter and became lodged in the patient's aca (anterior cerebral artery). Reference medwatch report 6000078-2007-00236 filed on september 19, 2007. On september 18, 2007, the complainant reported the following additional event and patient information: "an unsuccessful attempt was made to retrieve the broken piece of the guidewire with the alligator retrieval device (not a boston scientific product). During the use of the alligator retrieval device, the tip of the alligator retrieval device broke off. The patient was sent to craniotomy surgery in order to complete embolization of the avm. Majority of the guidewire was removed at this time, but a portion of the synchro guidewire and renegade catheter remain in the patient's left internal carotid artery. The tip of the alligator retrieval device could not be removed, and remains in the patient. Embolization of the avm was completed by craniotomy." The complainant reported that the "patient's current condition is stable."